Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. As the 2.75mm x 20mm promus element¿ stent was advanced to the target lesion, resistance was encountered. The device was then removed. Upon withdrawal of the device, the proximal edge of the stent came into contact with the distal tip of the unspecified guiding catheter and the strut of the stent was found to be lifted. The device was then replaced with a 2.75mm x 18mm non-bsc device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. No kinks were identified along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. As the 2.75mm x 20mm promus element stent was advanced to the target lesion, resistance was encountered. The device was then removed. Upon withdrawal of the device, the proximal edge of the stent came into contact with the distal tip of the unspecified guiding catheter and the strut of the stent was found to be lifted. The device was then replaced with a 2.75mm x 18mm non-bsc device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).